Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was 202mg/dl. The occlusion alarms were resolved by performing supply changes. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to wear their pump in a case to prevent abrupt temperature changes to the pump. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.